Event description:
It was reported that the external pulse generator (epg) generated an error code saying "button press detected - release all buttons". The external pulse generator (epg) which was returned for evaluation had subsequently tested out of specification during manufacturers analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) generated an error code saying "button press detected - release all buttons". It was determined at analysis that the keypad on/off button exhibited intermittent operation. It was noted that the upper case and keypad flex was contaminated. It was further noted that the liquid-crystal display(lcd) and display frame were contaminated. Additionally the keypad was scratched and lower case was broken. The device failed the incoming functional tests for pacing rate dial, atrial output dial, ventricular output dial and menu dial as the four knobs and four encoder nuts were missing. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.